Event description:
It was reported that following a ptca/stent procedure a thrombus was seen at the stent location. Balloon catheter dilatation and reopro were successfully utilized to resolve the thrombus. Reportedly the pt tolerated the procedure well and a good result was achieved.